Event description:
The reporter indicated that a 12.1 vicmo 12.1 implantable collamer lens of -10.0 diopter was implanted into the patients left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a longer length lens due to low vault. The exchange did not resolve the problem. "Vault too low, the lens has no proper supporting position." Cause reported as unknown. See MFR # 2023826-2022-02573 for exchange lens.

Manufacturer narrative:
Weight: unknown, ethinicity: unknown, sex:unknown. Lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found haptic broken to the lens. Due to significant lens damage unable to perform dimensional inspection. Claim#: (B)(4).